Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 31ga 5mm 100bx 1200 USA was missing the expiration date. The following information was provided by the initial reporter: material no: 320119, batch no: 4282450. It was reported that the expiration date was not on the product box and some of the product had been used. Consumer was advised that the product was expired and should not be used.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that pen ndl 31ga 5mm 100bx 1200 USA was missing the expiration date. The following information was provided by the initial reporter: material no: 320119; batch no: 4282450. It was reported that the expiration date was not on the product box and some of the product had been used. Consumer was advised that the product was expired and should not be used.